Event description:
A perceval valve pvs25 was implanted on (B)(6) 2024 and the procedure was completed without problem. Reportedly, patient was not stable, but a pacemaker was not needed right after the operation. The patient's condition got worse over the weekend and a pacemaker was ultimately implanted on (B)(6) 2024. No further information is available at this time.

Manufacturer narrative:
The manufacturing and material records for the device and nitinol stent involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis and its component satisfied all required material, visual, and performance standards at the time of manufacture and release. Since limited information is available, the definitive root cause of the reported event could not be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.